Event description:
It was reported that the pacing impedance began fluctuating up into the high range. A competitive representative was able to reproduce noise with isometrics. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).